Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing intermittent ineffective therapy from their scs system. Re-programming did not resolve the issue. Physician thought that issue was with the ipg and replaced it.

Event description:
Additional information received that the patient has effective stimulation.